Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. At this time, the customer has not requested getinge to evaluate the iabp. If additional information is made available, a supplemental report will be submitted.

Event description:
It was reported that the display of the cs100 intra-aortic balloon pump (iabp) went fuzzy, while in use on a patient. The cs100 was swapped out with another iabp. No adverse event was reported.